Event description:
It was reported that the patient was treated in the emergency room where a prescription for prednisone was provided, and the dosage of gabapentin was increased to address the increased pain. Difficulty charging was also noted.

Manufacturer narrative:
This report is being submitted to correct the additional MFR narrative (h11) in section h, additional MFR narrative. Correction to the supplemental-001 report. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7134827, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7134827, UDI: (B)(4).

Event description:
It was reported that the patient was treated in the emergency room where a prescription for prednisone was provided, and the dosage of gabapentin was increased to address the increased pain. Difficulty charging was also noted. Additional information was received that the patients spinal cord stimulator (scs) leads had high impedances. The patient underwent a scs system replacement procedure, and the patient was doing well postoperatively. The explanted devices were not returned by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was treated in the emergency room where a prescription for prednisone was provided, and the dosage of gabapentin was increased to address the increased pain. Difficulty charging was also noted. Additional information was received that the patients spinal cord stimulator (scs) leads had high impedances. The patient underwent a scs system replacement procedure, and the patient was doing well postoperatively. The explanted devices were not returned by the medical facility.